Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the undetected upstream occlusion alarms which were not reproduced or confirmed. The device was tested and was found to detect an upstream occlusion at all flow rates. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-03517 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump experienced the symptom "upstream occlusion detection not working" during testing in the medical surgical care area. It was also reported there was no patient involvement.